Event description:
It was reported that stent damage occurred the 90% stenosed target lesion was located in the severely tortuous and severely calcified subclavian artery of the thoracic aortic aneurysm. A 10x40x120 epic vascular was selected for use. During advancing, it was noted that the device could not cross the lesion and had a mark of kink in the stent. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent sheathed on the device. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified an outer sheath kink approximately 35mm proximal from the distal tip. A visual examination identified no issues or damage to the handle of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred the 90% stenosed target lesion was located in the severely tortuous and severely calcified subclavian artery of the thoracic aortic aneurysm. A 10x40x120 epic vascular was selected for use. During advancing, it was noted that the device could not cross the lesion and had a mark of kink in the stent. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.

Manufacturer narrative:
A1 - patient identifier: added. E1 - initial reporter zip code: added. Device evaluated by MFR: the device was received with the stent sheathed on the device. A visual examination identified no issues with the tip of the device. A visual and tactile examination identified an outer sheath kink approximately 35mm proximal from the distal tip. A visual examination identified no issues or damage to the handle of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified subclavian artery of the thoracic aortic aneurysm. A 10x40x120 epic vascular was selected for use. During advancing, it was noted that the device could not cross the lesion and had a mark of kink in the stent. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient status was stable post procedure.